Event description:
Upon removal of midclavicular line, catheter measured 16 inches. It was noted that catheter length at time of placement was 18 inches. X-rays showed a retained portion of the catheter in the left antecubital region. The catheter was removed by vascular surgery under regional anesthesia on 3/28/1998. Catheter originally placed on 3/20/1998.